Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar leaked the entire time. They switched to a new trocar near the end of the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.